Manufacturer narrative:
(B)(4). It was reported that the temperature of the smart touch catheter was displayed 32 degree celsius when the catheter was inserted into the cardiac cavity. After 10 times ablation, the impedance rose gradually from about 130 ohm. Finally, the impedance was displayed 180 ohm and the ablation was stopped. The catheter was removed from the patient¿s body and it was confirmed there was blood clot on its tip. At the ablation, the temperature was displayed 41 degree celsius and power output was 30-35w. It was wiped and flushed. And the catheter was re-inserted into the patient's body. The ablation was conducted several times but the issue reoccurred. The issue was resolved by changing the catheter to another one. The returned device was visually and a small area of reddish brown material was found on catheter tip. Clot was not observed. During a second visual inspection while the analysis was performed the reddish brown material was not observed; it might get lost during the decontamination process. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The product was not returned to bwi.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter. During ablation, impedance rose gradually from approximately 130 ohms to 180 ohms causing ablation to be interrupted. Also, temperature rose from 32 to 41 degrees celsius. The power output was 30-35w. Catheter was removed from the cardiac cavity for visual inspection. Blood clot was discovered on the catheter tip. Catheter was wiped, flushed, and re-inserted. Ablation was resumed but the issue was recurrent. Procedure completed by changing the catheter. No patient consequence is reported. This is MDR reportable as a thrombus/clot/coagulum could be a potential source of embolism since it has poor adherence to catheters and trans-septal sheaths.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/31/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. New information was received on 1/25/2016 from (B)(4) affiliates indicating that 1) the physician/user did not see any product problem; 2) it may be coagulum because the material was found at the tip of the catheter according to the complaint reported; 3) the physician did not consider the amount of char/coagulum observed caused a potential risk to this patient; 4) the patient did not exhibit any neurological symptoms since the procedure was completed. Lab finding on 1/31/16: catheter returned did not have blood clot on its tip, on the proximal end of tip dome had a small area of reddish brown material.